Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl and treated with food. Customer's blood glucose was 310 mg/dl at the time of call. The customer was assisted with troubleshooting and customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. Customer reported that reservoir was showing the same amount of insulin as shown on status screen. Customer also reported of having issues with sensor and found that sensor cannula was bent. After troubleshooting, customer was advised to monitor insulin pump and blood glucose.